Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had a pocket revision and was doing great. Prior to the pocket revision the pt had difficulty coupling and communication problems. Additional information has been requested, but was not available as of the date of this report.